Event description:
The customer reported that she was hospitalized due to high blood glucose levels greater than 600 mg/dl. The customer stated that she felt nauseous, thirsty and irritable. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did not feel safe with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.